Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ user related hole¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# : (B)(6), implanted: 2021 (B)(6), explanted: 2021 (B)(6), product type: catheter. Product ID: 8709, serial#: (B)(6), implanted: 2006 (B)(6), explanted: product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 29-jul-2023, UDI#: (B)(4), serial/lot #: (B)(6), ubd: 28-mar-2008, UDI#: (B)(4), d4, d6 correction: the pump serial number, UDI #, and implant date were previously reported in error and have been corrected in this report. H6 correction: the patient code e2401 and annex imf code f1004 were not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient had a new model 8596sc segment implanted on 2021 (B)(6) (at the time of pump replacement) and there was an issue, so they had to go back for surgery on 2021 (B)(6) in which a new model 8596 catheter was placed.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of ¿400 mcg/ml¿ via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient was having under-dose symptoms. The pump was interrogated and no alarms present. They were not certain of the cause of issue, so they elected to do revision surgery on (B)(6) 2021. Upon opening the pocket during revision, they noticed the pocket had a large amount of clear fluid. Upon inspecting the catheter, they realized the segment had pinholes in it and was leaking. It was indicated that they were unable to determine exactly how that happened and stated maybe the needle hit the catheter when closing during replacement on (B)(6) 2021. They cut off the defective segment and reconnected the catheter to the pump. It was further noted that a small segment was trimmed due to pinholes and was to be returned to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's medical history and weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, partially explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.